Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient's driveline (dl) sheath was damaged 6 cm proximal to the connector with a partial crack on the outer sheet. Servicing was successfully performed. It was also noted through log files that the vad exhibited power above normal. The vad is included in the subgroup 3 population for delay or failure to restart. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. There was no evidence that the vad (B)(6) had previously been serviced. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed several instances of power consumption above the normal operating range within the analyzed period; however no high watt alarms were logged. On-site inspection of the driveline cable revealed a damage in the outer sheath of the driveline. A driveline sheath repair was performed to mitigate the reported conditions. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported high power. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.